Manufacturer narrative:
(B)(4). Additional information provided: manufacturing dates 4/11/14 - 4/17/14. Patient code was updated per previously received information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported during follow up that the patient did not use the minicap with its sponge protruding to perform peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be a breach in aseptic technique and the patient performed therapy with a minicap that had a protruding sponge. Treatment for the peritonitis included intraperitoneal vancomycin (2.5 grams every five days for two weeks). The patient did not fully recover from the peritonitis and thirty seven days later, the patient had a relapse event of peritonitis. Treatment for the relapsing peritonitis included intraperitoneal vancomycin (2.5 grams every five days for two weeks). The patient was not hospitalized for either of the peritonitis events. The patient recovered from the peritonitis and was retrained on proper aseptic technique. Dianeal therapy was ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).